Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. When the endocutters stopped working after the third shot, did the devices deliver any staples? ¿yes, they had staples -if yes, were the staples formed properly?. -the staples did not manage to form because the shot was interrupted at the beginning how was the procedure completed?. The process was completed changing all charges by the new gst. I do not know if it is a charging defect (I think it is) or due to a light manipulation when it is placed (which is also a charging defect), the plastic safe that is in the bottom side moves itself which leads to the shooting process to stop as when the blade is shot, this detects that the charge was already shot although it has not been achieved. The analysis found that one pse45a device was returned in good visual condition and with an ecr45g cartridge loaded on the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a colon procedure, the endocutter stopped working after the third shot. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.